Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. There was no report of patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device. The cse upgraded the device from a 9.4 to the 10.4 graphical user interface (gui) display and upgraded the software to the current revision to correct the reported issue. The unit passed all testing and operates within the manufacturing specifications. Covidien reference: (B)(4).